Event description:
It was reported that all the air could not be removed from the white cap, there was still air bubbles despite purging. No patient injury was reported.

Manufacturer narrative:
No information has been provided to date. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection of the returned samples did not reveal any defects or anomalies. Root cause cannot be determined since the complaint was not confirmed due to the fact the samples were tested and successfully passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).